Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false negative architect total b-hcg result was generated. An initial result of <2 iu/ml was generated. A second test from the same sample generated a result of 626.88 iu/ml. There was no report of impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, list number 07k78-30, (B)(4) manufacturing site to architect i2000 analyzer, list number 03m74-02, (B)(4) manufacturing site. MDR number 1628664-2017-00440 has been submitted and all further information will be documented under that MDR number.